Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half-height cubie drawers 1 and 2 had around 30 duplicate pockets and drawers were also missing in diagnostic. A field service engineer had to unload and remove each pocket twice. The user then had to reload the medication back into each pocket. After this, the field service engineer was able to recover each pocket and the associated drawers. The drawers also returned to diagnostic mode. The system was tested in diagnostic mode and by having the customer load and inventory the pockets. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a malfunction that the duplicate address was detected on few of the cubies. The customer stated that there was no delay to the patient's workflow since they managed to get the medicines from other station. There were no adverse events or injuries reported based on this event.